Manufacturer narrative:
This report is submitted on 22 november 2019.

Event description:
It was reported that the patient experienced pain around the abutment site and subsequently was treated with a steroid ointment.